Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at an unspecified location when attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The report of a leak was neither confirmed nor replicated. The set functioned effectively throughout investigational testing, which included gravity and pump infusion, as well as underwater leak testing. No leaks were observed at any location along the set. The root cause of the reported failure was not determined.

Event description:
The customer reported that the tubing leaked at an unspecified location when attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked at an unspecified location when attached to a patient. There was no report of patient harm.